Event description:
Additional information was received on (B)(4)2020. Two to four hours had elapsed which is the normal ambulation protocol at this center. The patient had to remain inactive for more time due to the hematoma. There was no greater than normal tamping pressure applied, with the tamping tube, to achieve hemostasis.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the unused device return date in section d10, update section h3, and to provide the completed investigation results. H6 - results - 3221 is based upon evaluation of user facility information and no device return; 213 is based upon evaluation of the returned unused sample. H6 - conclusion - 4315 is based upon evaluation of user facility information and no device return; 67 is based upon evaluation of the returned unused sample. One unused 6f angio-seal vip device was returned for product evaluation. The device was received in a sealed header bag with all accessory components. The sealed header bag was opened, and the device was subjected to visual analysis. All accessory components were removed. There were no gross visual anomalies noted with any of the accessory components. The device was subjected to functional testing. The device was deployed in the angio-seal vessel model following the angio-seal vip IFU. The locator and sheath were mated and placed into the vessel model over the guidewire. Then the locator and guidewire were removed, and the carrier tube assembly was inserted. The deployment sleeve was in the full forward lock position and mated with the hemostasis sheath, the anchor became exposed at the distal end of the hemostasis sheath. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The device was pulled back and tamper tube could be seen. The tamper tube was gripped, and the device was continued to be withdrawn until a clear stop appeared on the suture. The tamper tube was advanced until the black marker was visible. The collagen and anchor formed the knot successfully. No functional anomalies were noted with the device and the deployment was successful for the device. The involved device was not returned for evaluation. Therefore, the investigation was based on user facility information and evaluation of the unused sample. The investigation results verified the returned unused sample was of normal product. However, without the return of the actual device the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device did not seal properly. The patient developed a hematoma. The patient was stable. Surgery was performed to close the vessel. The procedure was completed successfully. Additional information was received on 29may2020: the procedure being performed was a cardiac angioplasty. A 6fr procedural sheath was used. The seal was complete for the first two hours and no bleeding was perceived. Two-three hours after the deployment of the angio-seal device a hematoma appeared. Surgery was required. After the surgery, it was confirmed that the angio-seal device (anchor + collagen) were found in the sub-cutaneous tissue of the patient. A pre-deployment angiogram was performed. The hematoma was a decent size. The blood loss was greater than 250cc.